Event description:
A customer reported to baxter corporate product surveillance a clearlink continu-flo solution set in which a leak occurred. According to the report, a patient was connected and therapy began. After an unknown amount of time, it was observed that the tubing completely separated from the lowest y-site. This resulted in a leak of an unknown medication onto the patient. The alleged defect occurred in the cancer center. The medication being infused was not a chemotherapy medication. There were no reports of patient injury, adverse events, or medical intervention related to this report. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: one actual sample was returned for evaluation. The sample arrived out of the pouch primed. Visual inspection showed that the tubing pulled out from the bottom y-site inlet port. Closer visual inspection under a microscope showed that there is no plow ridge visible on the separated tubing end. Therefore, the reported condition was confirmed. An assignable root cause could not be determined.

Manufacturer narrative:
(B)(4). The sample was returned for evaluation; however, it has not yet been completed. Once the evaluation is complete, a follow up report will be submitted. A batch review could not be performed as the lot number is unknown.

Manufacturer narrative:
(B)(4). Initial evaluation confirmed the reported condition. Upon completion of baxter's investigation, a follow-up will be submitted.